Manufacturer narrative:
Correction: d2.

Manufacturer narrative:
An event of migration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 5mm amplatzer duct occluder was successfully implanted. On (B)(6) 2020, during a follow-up appointment post implant, a echocardiogram was performed and it was noted that the device shifted towards to the aorta and retention skirt was not completely inside the aortic ampullas of the pda (patient ductus arteriosus) as it was during and post implant. The patient was sent to surgery on (B)(6) 2020, and the device was successfully removed. There was no replacement device placed. The patient was reported to be in stable condition. The physician indicated the device was not defective.